Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the end of the collar on the hemopro2 extension cable was removed from the cable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the end of the collar on the hemopro2 extension cable was removed from the cable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4). This is a reusable OEM device; the product is not returning and the serial number was not provided. Therefore, a lot history review was not applicable.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the end of the collar on the hemopro2 extension cable was removed from the cable. The hospital did not report any patient effects.